Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the left circumflex artery. A 16 x 5.00mm taxus liberté stent delivery system was selected to treat the lesion. The doctor did not note any visible issues on the device during unpacking. During preparation, the back ends of the device was distorted when the physician wanted to implant it. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. No other damage was noted to the device. This kinking is consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified no damage. The stent was securely crimped onto the balloon and no issues were noted with its profile. A product labeling review identified that the device was used per the directions for use / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the left circumflex artery. A 16 x 5.00mm taxus liberte stent delivery system was selected to treat the lesion. The doctor did not note any visible issues on the device during unpacking. During preparation, the back ends of the device was distorted when the physician wanted to implant it. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.